Manufacturer narrative:
Concomitant medical products: 5054-52 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and the right ventricular (rv) lead exhibited cross-chamber oversensing. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.